Manufacturer narrative:
It was reported to abbott a rep notified technical service (ts) a patient stated that both ipg's had turned off the patient was able to turn them back on. The generator log was checked by ts using the liberta firmware version check software to confirm the update had been completed. The liberta firmware version check software confirmed the current nordic version of the ipg was 1.1.1.29 and the current msp version was 1.1.1.67 indicating the fw update was completed successfully. Since the update had been completed, the patient¿s therapy would no longer turn off unexpectedly. The issue was resolved. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received indicating the issue of unexpected ipg shutdown was resolved following implementation of a software update.

Manufacturer narrative:
Section h9 fsca number added.

Manufacturer narrative:
Section a4: information regarding patient weight was not provided. The device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024. Fsca number is pending.

Event description:
It was reported the patient's ipg shutdown unexpectedly. As a result, troubleshooting was able to restore therapy. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024.